Manufacturer narrative:
In the previous medical device report (MDR), the MDR was submitted with the incorrect brand name in the sections of the MDR. Corrected information can be found in section. Additional information can be found in section.

Manufacturer narrative:
The maryland large bipolar forceps instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined; however, on (B)(6) 2016 the site provided a photographic image of the affected instrument. A review of the photographic image by an isi failure analysis engineer found there is a fragment that looks like a piece of the bipolar yaw pulley. The location of the breakage on the instrument is on the side of the yaw pulley. It was determined that the damage to the instrument was likely due to mishandling/misuse. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted myomectomy procedure, a piece of the yaw pulley from the maryland large bipolar forceps instrument broke off and fell into the patient. The broken instrument piece was retrieved and there was no harm to the patient. A photographic image of the reported instrument showed that the damage to the instrument was likely due to mishandling/misuse; however, since the instrument was not returned to isi for failure analysis investigations, the root cause of the instrument breakage cannot be determined. While there was no report of any patient harm, adverse outcome or injury due to the fragment falling into the patient, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted myomectomy procedure, the yellow plastic piece at the tip of the maryland large bipolar forceps instrument broke of and fell into the patient. The broken instrument piece was retrieved. On (B)(6) 2016 intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint. According to the initial reporter, it is unknown what caused the instrument breakage. The broken instrument piece was laparoscopically retrieved from the patient and the planned surgical procedure was completed with the da vinci surgical system. There has been no report that the patient has returned to the hospital due to any post-operative complication related to retaining any fragment(s) from the instrument. The site discarded the instrument.